Event description:
It was reported that pump displayed repeated cartridge alarms related to motor function, including Cartridge Alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and Technical Support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before returning it, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, with customer acknowledging return of problematic pump using provided label within 10 days.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.